Event description:
(1/2, reference (B)(4) for related complaints) (documenting pump#1): per email (medwatch report #mw5108120, report date: (B)(6) 2022): inbound: patient reports no disposable alarms on both pumps. Despite troubleshooting. Alarm persists. No further details provided.